Event description:
Acct reports that while drawing blood from a stopcock on an a-line, blood oozed out of the cap and down the sides; seemed that the syringe cannula spurted blood out of cannula when removed from cap. No product availabe for evaluation and no further info available. Occurred on 9/4/98. Sample received 11/11/98.